Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and six months post deployment, computed tomography of chest, abdomen and pelvis indicated small filling defects involving bilateral lower lobe pulmonary artery branches may related to acute or chronic pulmonary embolism. Around thirteen days later, discharge summary of the patient indicated acute pulmonary embolism with deep vein thrombosis status post filter which dislodged and was poking into the aorta and the patient had bilateral pulmonary embolism which was small. Therefore, the investigation is confirmed for perforation of inferior vena cava and malposition of filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism and deep vein thrombosis of the left lower extremity. Approximately, eight years six months and twenty three days post filter deployment, it was alleged that the filter dislodged, perforated, and the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.